Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the evaluation revealed the reamer and the guide wire to be the primary products. The guide wire is not a stryker product. No deviations were found during review of the manufacturing and inspection documents (DHR) for the reamer. Regarding broken and jammed bixcut head: the head got jammed on the guide wire shaft because the guide wire was bent prior to the surgery or intra operatively; when the reamer reached the deformed area it hit the guide wire surface and finally got jammed. Due to further rotating the reamer in clockwise direction the outer spiral got constricted and finally broke in a brittle fracture due to a torsion overload. After that the reamer was rotated in counterclockwise direction (maybe to get the reamer free); during this the inner spiral got constricted and finally broke also in a brittle fracture due to a torsion overload. Previous complaints are known reporting the same issue. Pms identified a negative trend and nc #(B)(4) was initiated to address this issue. During nc investigation some reamers were evaluated by an external lab ((B)(4)). The investigation revealed that the material of the flexible spiral is within specifications. As an action of the nc the welding process was optimized in october 2013. The returned reamer shaft was manufactured prior the process optimization. The actual cleaning guide includes a warning and recommendations regarding over bending. The case is attributed to an abnormal usage (bending guide wire + usage of non stryker products), an inadequate cleaning (over bending) and an inadequate process (reduced hardness at welding points). No discrepancies were detected during risk analysis review. No nonconformity identified; actions are in place.

Event description:
Bixcut reamer reportedly wrapped around a k-wire. The bixcut reamer and k-wire where replaced.

Event description:
Bixcut reamer reportedly wrapped around a k-wire. The bixcut reamer and k-wire where replaced.